Event description:
It was reported to gore that on an unknown date in 2015, this patient underwent a total arch replacement using the elephant trunk technique for a type a aortic dissection. On (B)(6) 2025, the patient underwent reintervention for a type b aortic dissection and aortic rupture using gore tag conformable thoracic stent grafts with active control system. Two ctags were additionally implanted from the anastomosis site of the artificial graft toward the peripheral side. The patient tolerated the procedure. On (B)(6) 2025, a follow-up CT scan revealed a proximal type I endoleak. On (B)(6) 2025, a reintervention was performed, and an additional stent graft was implanted proximally to the ctag (tgm343420j). The patient tolerated the procedure. The physician¿s comment: ¿the artificial graft had a diameter of 24 mm, and the total length of the elephant trunk was approximately 3 cm. A type I endoleak may have been triggered by the oversizing of the 34mm ctag. It might have been more appropriate to deploy the ctag just below the left subclavian artery. Since no endoleak was observed during the initial tevar, we did not perform ballooning.¿

Manufacturer narrative:
H6: code c19: a review of the manufacturing records indicated the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.